Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the ball bearings are missing from the provisional.

Manufacturer narrative:
Previous investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on (B)(6) 2014. The instrument was manufactured before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.